Manufacturer narrative:
(B)(4). Evaluation summary: the plunger, suture, link, needles, and cuffs were not returned with the device, therefore, the scope of this investigation was very limited. Evaluation of the returned device revealed needle strike marks at the posterior foot, suggesting that the posterior cuff miss occurred due to the posterior needle striking the foot instead of engaging with the cuff inside the foot pocket during needle deployment. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The needle trajectory of every device is checked during manufacturing. Based on the investigation findings, the probable cause for the posterior needle striking the foot instead of engaging with the posterior cuff, resulting in the posterior cuff miss is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The instructions for use (IFU states: while maintaining the device position at 45-degree, deploy needles by pushing on the plunger assembly (in the direction marked #2) until the collar of the plunger makes contact with the proximal end of the body. Visually confirm that the collar of the plunger is in contact with the body of the device. Contributing factors for needle deflection that resulted in the posterior needle striking the foot during needle deployment include, but are not limited to, manufacturing deficiencies, anatomical conditions, or deployment technique. No manufacturing or quality deficiency was detected. A query of the complaint database for this lot revealed no other incidents with reported needle-to-cuff miss. A query of the complaint database for this lot based on actual investigation findings revealed no other incidents that exhibited the posterior cuff miss as this event. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. Overall, there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an a common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred using a 7fr procedural sheath. The proglide device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient sequelae. No additional information was provided.